Event description:
A barostim system was implanted on (B)(6) 2025. While in the pacu, the patient experienced difficulty breathing and had limited responsiveness. The patient was reintubated and admitted. The patient was extubated on (B)(6) 2025, was breathing normally, and discharged from the hospital. In the opinion of the physician, the cause of the event was patient difficulty in clearing the non-cvrx protocol anesthetics administered by the anesthesiologist. It was noted that the physician administered propofol throughout the entirety of the procedure instead of at induction only as recommended in the cvrx protocol.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was patient difficulty in clearing the non-cvrx protocol anesthetics administered by the anesthesiologist. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID # (B)(4).